Event description:
Additional information was received indicating that the date of the patients explant surgery was on (B)(6)2023. The patient's infection has cleared and the patient was implanted with a new system at a later date.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient weight and event information. Further information was requested but not received.

Event description:
It was reported that the patients scs system was explanted on an unknown date due to an infection at the patients ipg site. Patient was also given antibiotics to assist in the treatment of the infection.